Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had triggered a lead integrity alert (lia) with high rate non-sustained events and sensing integrity counter (sic). Additionally noted was some ventricular undersensing during a polymorphic ventricular fibrillation (vf) event. The combined count not satisfied which delayed detection. The lead remains in use. No patient complications have been reported as a result of this event.